Manufacturer narrative:
Pc-(B)(4). Only event year known: 2018. Batch # p94g50. Device analysis: the analysis results for the el5ml device found that it was returned with the shaft bent and empty. In addition, a plastic bag with a scissored clip inside. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip stuck after 1st fire. The device did fire one clip and then did not fire. The clip that was fired was fine. There were no patient consequences.